Event description:
Medtronic received information from a patient advocate that approximately 2 months following the implant of this transcatheter bioprosthetic valve, moderate valvular leak was observed. Since the implant procedure, the patient oversleeps, is short winded, and now needs a motor scooter to ambulate. Per the patient advocate, the cardiologist stated that no treatment could be performed for the leak. The patient had an additional doctor¿s visit approximately 1 year and 2 months post-operation where sleep apnea and the moderate valvular leak were discussed. It was reported that the patient consulted a new physician, who performed a "dopplet" and an magnetic resonance imaging (MRI). The new physician indicated that there was "plaque" around this valve. At this time, no treatment has been reported. No additional adverse patient effects were reported. Additional information was received that one year and nine months post-implant, the patient died. Per the patient advocate, ¿the evolut was a contributing factor to the patient¿s demise¿. In addition, the patient¿s family stated that the patient had been carrying methicillin-resistant staphylococcus aureus (unknown timeline) in the patient¿s left shoulder following artificial shoulder surgery and a toe amputation and ¿it kept coming back even after several antibiotic treatments¿. It was reported that the patient believed the repeated infections caused an infection of the heart valve. Atrial flutter caused by the leak in the valve was also reported. The patient died at home and was not transported to the hospital and an autopsy was not performed.

Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.